Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the result log files were reviewed. The run was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The amplification curve displaying a late florescent signal with an exponential curve in the fam channel. There is no potential amp plate carryover risk for any sids in this investigation after reviewing the plate mapping analysis. The assay software is performing as expected. There is no indication that the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521857 is performing outside of established design performance specifications according to the amplification curves. Quality data review: device history review (DHR) / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521857 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaints. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review a CAPA review was performed to identify any records that were potentially related to the reported complaints for alinity m sars-cov-2 amp kit (list 09n78-095) lot 521857 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaints for lot 521857, and its components. Complaint history review: a complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 521857. The complaint history review identified one additional complaint related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521857, which is currently under investigation. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 521857 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported one false positive patient result reported on their alinity m sars cov-2 assay. The false positive was reported to the patient who questioned the result because they didn't have any symptoms. This patient sample was tested twice on alinity m instrument due to first time the result fell into the lab set re-test range, over 37 cycles. The result was not reported and the samples was re-tested. This sample was processed on (B)(6), tested on (B)(6). Both testings were done with the same patient collection tube. There was no report of impact to patient management caused due to this observation.